Event description:
Nurse called to pt's home because pump not working, tubing leaking. Tubing was leaking where it interferes with pump. Fluid got into the pump and it stopped working. Pump and tubing replaced.